Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 2032227-2013-02909.

Event description:
The customer called to report discrepancies between the blood glucose and sensor glucose readings. The customer also stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that her blood glucose was 40 mg/dl when the paramedics arrived, and by the time she was in the hospital, she was up to 300 mg/dl. The customer stated that she has experienced low blood glucose levels in the 30's and 40's since the event, but has not been hospitalized since. Troubleshooting was performed, found that the customer is using the sensor correctly, but my want to try using different areas of her body. Referred the customer to her trainer. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.